Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the pump resumed function. A recovery message occurred. The motor stall had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that he interrogated the patient¿s pump 45 days after an MRI and it displayed that the pump had been stalled for 1092 hours with codes 232 (potential for underdose/pump motor stalled) and 234 (loss of therapy/pump stopped). It was reviewed that the pump was likely in telemetry state and still functioning. It was recommended that the hcp re-interrogate the pump to confirm a motor stall recovery message logged. The hcp stated that he didn¿t want the pump to turn back on because they had been turning it down for the last year. It was reviewed that the pump had probably recovered after the MRI and was still running. The hcp then stated that he would re-interrogate and call back if he had any questions. No medical or therapy problem was reported. No further complications were reported/anticipated.